Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and touched their transfer set after disconnecting from the homechoice (hc) device. The patient was connected and the hc was at verify initial drain of peritoneal dialysis therapy at the time of the reported event. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.